Event description:
It was reported that the user experienced a low blood glucose event to 65 mg/dl after announcing and bolusing for breakfast, followed by a subsequent small lunch announcement at a glucose of approximately 82 mg/dl that delivered 1.12 units, after which glucose dropped low; the system had delivered automated correction for post-breakfast hyperglycemia and later alerted to the low. Symptoms included no reported clinical symptoms associated with the hypoglycemic event. Outcomes included successful self-treatment with half a cup of juice and stabilization of blood glucose without medical intervention or external assistance. Investigation included troubleshooting and education on meal announcements and hypoglycemia treatment best practices. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was related to hypoglycemia with an undetermined cause and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.